Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm checked the iabp with a trainer and mini simulator but was not able to duplicate the reported issue. The stm reviewed the log files but did not see any errors relative to ECG or display errors. The stm reloaded the system software and then performed all calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the electrocardiogram (ECG) was not reading accurately on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm and no adverse event reported.